Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing noise on the right ventricular (rv) channel which led to pacing inhibition with greater than two seconds of asystole. Surgical intervention was performed and the rv lead was repositioned. The device remains implanted and in service. No additional adverse patient effects were reported.